Event description:
During laparoscopic cholecystectomy, md noticed the tip of filiform dislodged from wire & was in pt's duodenum. Removed with use of gastroscope & colonoscope while pt still in surgery.